Event description:
A customer reported to baxter that the connection between a transfer set and the titanium adaptor became loose. There was patient involvement. No patient injury or medical intervention was indicated with this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a connection issue in a transfer set was not confirmed and the root cause could not be identified. One used set with cap on spike and no cap on patient connector was received for evaluation. The titanium adaptor was tightened in a lab without difficulty. Set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.